Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead exhibited dislodgement under fluoroscopy. During an attempted repositioning procedure, it was noted that the patient's vascular anatomy prevented the lead from advancing into the patient's heart. The lead was extracted. Occluded vessels were noted which prevented lead reimplantation. The procedure was aborted. The patient was stable throughout.